Manufacturer narrative:
The tether assembly was returned to national repair center (nrc) for evaluation. The tether assembly was received by nrc and the investigation was performed at maquet national repair center (nrc) per the cardiosave service manual. The national repair center observed that the tether was fully extended and would not retract into the tether housing when the tether lever was pressed. The national repair center verified that the tether would not retract into the tether housing due to some form of mechanical failure. The tether assembly failed testing. Retaining the tether assembly in the national repair center per procedure. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to installation, the tether of the cardiosave intra-aortic balloon pump (iabp) would not retract. This was an out of box failure. There was no patient involvement.